Event description:
(B)(6)¿s pump was not functioning. (B)(6) experienced temps in excess of 105, heart rates above 180, and blood pressure in the high hundreds. After emergency admission on (B)(6) 2010 to (B)(6) hosp, neurosurgeon found out the pump was not functioning. Dose or amount: dosage was increased over time. Frequency: contrast infusion. Route: intracervical. Dates of use: continuous usage, (B)(6) 2010. (Same pt as report (B)(4)).